Manufacturer narrative:
The customer reported that the unit failed to power up on ac power. The unit was evaluated at philips and the failure was verified. Replacement of the ac power module resolved the reported issue. The unit passed all post- servicing testing and was returned to the customer site.

Event description:
The customer reported that the unit failed to power up on ac power.